Event description:
It was further clarified that the reason for the increased settings was due to a change in pain pattern. It was decided that the patient would be receiving a rechargeable device next month.

Event description:
It was reported that impedance testing found all combinations involving electrode 2 for the patient¿s device had impedances greater than 10000 ohms. It was noted this electrode was not used in the patient¿s programming. It was stated that when the patient was implanted the device was set at under 1.0 volts and that in during the few weeks following implant, the patient¿s therapy settings have gone up and up. It was noted a longevity estimate was performed at the time of report and estimated the longevity to be two months based on 24 hour use and the patient¿s program settings. Additional information stated, the patient underwent x-rays at the time of initial report. The x-ray results were reported to have indicated the ¿leads had not moved.¿ it was reported, the patient was reprogrammed at that time and she ¿had good relief¿ and was ¿receiving effective therapy.¿ it was noted that due to the patient¿s ¿need for high voltage¿ their implantable neurostimulator (ins) was tentatively scheduled to be replaced with a rechargeable device on 2014 (B)(6). A supplemental report will be filed if additional information is received.

Event description:
The company representative reported on (B)(6) 2014 that the high impedances of greater than 10,000 ohms were seen on electrode 14 too. The x-rays showed little to no change in placement. The new rechargeable device that will be implanted is to accommodate the new therapy settings, as they are not appropriate with the patient¿s current device. The replacement procedure has not yet been performed.

Event description:
Additional information received reported that the replacement procedure was performed on (B)(6) 2014. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
This device has been implanted for an off-label use. The device is being used to treat phantom limb pain. Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported on 02/26/2014 that no malfunctions were seen during the procedure. The impedances were taken on day of implant replacement and it showed that the high impedances resolved. The patient was receiving optimal therapy.